Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed showing the time is approaching for device replacement. Battery voltage 2.71 volts; not at recommended replacement time (rrt).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited unexpected longevity with only two years of remaining longevity. Less than two months later, the device indicated eight months remaining, and the device was noted to have high current drain. It was suspected that the device was implanted with a low battery voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.